Event description:
Unomedical reference number (B)(4). Event occurred in poland. On (B)(6) 2024, it was reported that the patient's infusion set's cannula broke at the site location of the patient (buttock). Moreover, the infusion had been inserted for 1 hour in the patient's body, but the cannula is not inside the skin. No further information available.